Event description:
It was initially reported by the physician that the patient was having generator replacement surgery due to end of the service eri=yes. Based on a battery life calculation that was perform the patient should not be at end of service. The patient had a generator replacement and the generator was returned to the manufacturer for evaluation. Product analysis is planned, but has not been completed.

Event description:
Additional information was received that indicated that product analysis was complete on the generator. The reported premature end of service allegations, were not duplicated in the pa laboratory there were no eri flags observed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.